Manufacturer narrative:
Due to internal components compatibility, especially water circuit valves and flow sensors, the new hygienic protocols were seen as appropriate corrective action only for hcu 40. Since the other hcus (hcu 20 & hcu30) are discontinued products (no longer available for purchasing since 12.2010), we were not able follow the same approach as defined for hcu 40 in fsca-2016-11-30 due to supplier challenges. To bypass these challenges, another new procedure will be soon introduced as an extensive water quality management system for hcu20 & hcu30. The procedure incorporates the application of trisodium phosphate only. Trisodium phosphate will be released as an alternative active ingredient to the decontamination procedure of chloramine-t for reducing bacterial growth in water as defined for heater-cooler-units (hcu 40). Trisodium phosphate is known to have a gras status as a food processing aid and even recognized as a food additive by many authorities, which to be considered as a safe and favorable procedure for ensuring microbial reduction and prevention of microbial growth. The release of the updated procedures is subject of an internal development project anticipated to be completed by september 30th, 2017. The project pursues a novel strategy composed out of two basic elements: regular decontamination on monthly basis and microbial growth prevention by shifting the ph-value of the water stored. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that the hcu30 had a mycobacterial contamination (320 ufc/l). (B)(4).